Manufacturer narrative:
The complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident as related to the reported problem, and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported that the physician implanted the anchor medially as normal and began to tie knots. When he began his knot tying process the distal bridge of the anchor broke and both limbs of the suture pulled out. He then pulled the second suture out of the anchor and used the empty inserter shaft to remove the anchor from the hole. The surgeon used a 6.5mm anchor (222300) in the same hole to complete the repair. The 6.5 anchor worked fine. Additional information was received from the sales rep on 9-20-2013. The sales rep reported that the complaint device was from the customer's inventory, and it was discarded by the customer. The surgeon has done over 75 procedures using the healix advance br anchors. The surgeon used a 5.5mm healix awl (# 222223) to prepare the bone hole for the anchor. The patient's bone quality was "good", and there was nice audible feedback while all screws used in the procedure were being inserted. The complaint device was placed in the proper axis during insertion. The surgery remained arthroscopic after the complaint device broke.